Manufacturer narrative:
(B)(4). Final analysis: an analysis of the device showed a valve anomaly and a non-conformance of the seat position of the over pressurization mechanism ("opm"). It was decontamination and throughout routine testing. Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that there was a problem with regard to aspirating or refilling the reservoir. The pump would aspirate only 1 cc of water at a time "very slowly" up to a total of 12cc. A refill of the pump was attempted and "excessive force" had to be applied to the syringe plunger in order to refill with 4 cc. Various troubleshooting techniques with multiple needles and syringes and warm water baths were attempted. The pump was not implanted.